Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. The right ventricular (rv) lead exhibited oversensing with short v-v intervals and non-sustained episodes. The lead was noted with high impedance and a possible fracture. Testing reproduced the oversensing when pushing hands together. The defib therapies and alerts were programmed off. The patient will follow-up with their cardiologist. The lead remains in use. No further patient complications have been reported as a result of this event.